Event description:
It was reported a lsh procedure, the active blade broke off into the patient. An x-ray had to performed to locate the blade. Once the blade was located, the blade was removed. The patient is okay.